Event description:
It was reported that during the implant procedure, measurements could not be obtained, due to noise. The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 30 mg/dl and 116 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.